Event description:
Boston scientific received information that this device displayed a red alert for a high out of range shock impedance measurement. There were no adverse patient effects reported. No revision planned. Patient will just be monitored.

Manufacturer narrative:
This device remains in service. At this time there is no additional information. Should additional information become available this report will be updated.